Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that sometime in late 2013, the patient began having a very mild headache on the right side of their head that was annoying but not painful. They went to a neurosurgeon that all they ever did was have them get CT scans once a year. Two years ago, the neurosurgeon sent the patient to the neurologist who put them on topirimate. The patient went off of it last month since it wasn't helping. They went to another neurologist 2 months ago, and they told them they were having migraines. Over the years, they started to get more pressure on the right side closer to the temple. Their other symptom was vertigo which comes and goes. Prior to stopping the topirimate, the previous month they were getting headaches and vertigo everyday. When the patient stopped the medicine, the headaches went away for a couple of days. It was also noted that they had dry eyes and sometimes used a heated eye mask which had a tiny magnet to hold the cord to the mask. They placed it on their forehead one night the previous month for about an hour, took it off, and then went to bed. When they awoke the next morning, the headache and vertigo were gone. However, the headaches were starting up again about two inches up and two inches back from their temple. The vertigo was also back. The patient had a new neurosurgeon who had scheduled them for a new CT scan and shunt testing xrays where one was the abdomen, chest, and two o thers. It was stated that currently they were having discomfort enough to annoy but not severe. The reason for their shunt was that spinal fluid was building up in their ventricles. In 2001, the patient had bacterial spinal meningococcal meningitis, and the high temperature close the natural drains. They also lost their hearing in the right ear and have tinnitus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been having full feelings in their head with headaches and vertigo for some time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported there were no environmental/external/patient factors that may have led or contributed to the issue. The patient had not taken any steps to resolve the symptoms they were experiencing.